Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is was confirmed the image issue was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the camera head was returned from repair, but it did not operate (black screen). There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of ¿black screen" was confirmed due to a loose connection between the flexible plate and the charged coupled device unit. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.